Manufacturer narrative:
Investigation summary: a complaint of a broken quad-fuse was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz9275 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector was damaged. The following information was provided by the initial reporter: when checking connections on my uvc lines, a broken quad-fuse was found. No leaking IV fluids, but chipped connector where the quad fuse attached to the port of a central line. Full line change done.